Manufacturer narrative:
H3- device evaluated by manufacturer: a lotus edge delivery system was returned for analysis. The valve was returned sheathed and the nosecone was correctly seated. A kink was noted on the outside of the j curve. The kink was 6.3cm distal to the distal tip of the outer-sheath. No other issues were noted. Two static images from the procedure were provided and were reviewed by a boston scientific quality engineer. In the first image a kink is noted at the top of the aortic arch, it appears to be kinked in the middle region of the un-sheathed valve. The second image shows the second lotus edge valve un-sheathed at the annulus. The tantalum braid-marker is visible on the inner curve as it is crossing the aortic arch. It is stated in the field training document, lotus edge implantation techniques: 'make sure that the marker always follows the outer curve of the patient's anatomy. Failure to do so may result in kinking the catheter.' The images provided for this complaint demonstrate that the marker-band was on the inner curve, and this can lead to the delivery system kinking.

Event description:
It was reported that difficulty advancing and a catheter kink occurred. The patient had a severely tortuous aortic arch (horizontal heart) and a bi-cuspid native aortic valve. Right transfemoral access was gained and a 27mm lotus edge valve was advanced for implantation. Difficulty advancing occurred through the aortic arch and the catheter kinked. The lotus edge valve was removed and a second valve was successfully implanted. During the procedure, the patient developed a pericardial effusion from a non-bsc temporary pacemaker which was in the right ventricle. The physician tapped the effusion and drained the blood with success. The patient is doing fine and recovering.

Event description:
It was reported that difficulty advancing and a catheter kink occurred. The patient had a severely tortuous aortic arch (horizontal heart) and a bi-cuspid native aortic valve. Right transfemoral access was gained and a 27mm lotus edge valve was advanced for implantation. Difficulty advancing occurred through the aortic arch and the catheter kinked. The lotus edge valve was removed and a second valve was successfully implanted. During the procedure, the patient developed a pericardial effusion from a non-bsc temporary pacemaker which was in the right ventricle. The physician tapped the effusion and drained the blood with success. The patient is doing fine and recovering.